Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient's cgm was reading 340 mg/dl, however, he was not having symptoms of hyperglycemia. No bg meter reading was taken at this time. At an unspecified time later, the patient was on a 3-way-call with his daughter and doctor¿s office. The patient was feeling sweaty, and he began not making any sense when talking on the phone. The patient¿s daughter got off the phone and went to see the patient and when she arrived, he was about to pass out. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 29 mg/dl. No cgm comparison value was provided. He was transported to the emergency room. The patient stated he was treated with an unspecified medication, as well as insulin. The patient was discharged home after three days. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.